Event description:
It was reported that an unspecified malfunction occurred. The wearable was inserted into the arm on (B)(6) 2024. Date of event is an approximation. The patient experienced unspecified malfunction due to dexcom not functioning. The patient noted that the sensor failed the last time also and had received a replacement. She expressed that she no longer trusted the device to work properly and did not want to waste three sensors, as she was currently in crisis. The patient stated she had been in the hospital due to issues with the dexcom device, saying, ¿because the last time this happened to get it working, my sugar went haywire and it starting to do it again, but it¿s not gonna work.¿ the patient reported being hospitalized for 10 days. The glycemic state was not specified, nor was medical intervention received. At the time of the report, the patient was calling from a clinic. There was no discussion of symptoms, serious injury, or medical intervention not specified as the patient declined to answer further questions regarding the hospitalization. Although attempts to follow up with the patient and for additional event details were made, contact was unsuccessful. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.